Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient¿s refraction showed a myopic result of approximately 1 diopter and a rotation of the lens of approximately 30 degrees. The lens was explanted and replaced by a model zct375 lens. There was no vitrectomy. The original wound was reused (no incision enlargement), 1 stitch was done after the lens explant. Visual acuity post-operative: after explant/replacement: 20/20. Results with the second lens lead the surgeon to believe that patient has an abnormal eye. The patient is doing well post op. No treatment or prescription was given by the doctor outside of the normal post-operative treatment. No additional information was provided to johnson and johnson surgical vision, inc.